Event description:
It was reported that following a percutaneous coronary intervention (pci) with stent placement, an angio-seal was selected for use. A pre-deployment was performed but no detailed info on the punctured artery was available. During the procedure, the collagen could not be fully compressed below the skin with the tamper tube. The physician tamped the collagen with a pean clamp to achieve hemostasis. One day later, the pt was discharged from the hospital without any complication. Two days later, the puncture site appeared swollen when the pt rose from a squatting position. The pt visited the emergency room and an apple size hematoma was confirmed during examination. The physician decided to observe the pt five days later, the pt was discharged from the hospital without any complications. No additional info is available.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitory pedal pulses.